Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Per the complaint details, this patient presented with persistent pain on her shoulder, not able to abduct the arm. The pre-op MRI report provided, revealed a tear of the supraspinatus tendon with retraction of tendon fibers. In addition to, a bursal effusion noted with fluid in the axillary recess. According to the report, this patient had good bone quality and a 3.8 awl was used to prep the bone. During rcr surgery, using three footprint suture-anchor, internal to the patient, the ultra-tape was cutting through the suture anchor when tension was applied on the tape breaking through the footprint screw anchor. The suture anchor remained anchored without tape in it. Therefore, micro-motion and/or migration of the suture anchor is unlikely. The requested clinical supporting documents were not provided. Therefore, a thorough medical investigation could not be rendered. According to the report, all the anchors broke inside, most but not, all the small pieces were removed. If any of the broken pieces of the anchor remain inside of the patient, they are implantable, so biocompatibility is not an issue. However, we cannot rule out the possibility of micro-motion and/or migration of the possibility retained pieces. Based on the information provided, the procedure completed with a one-hour delay using different holes with a twinfix suture anchor without patient harm. Since it was reported the patient is stable and recovering. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair using the footprint suture anchor, the ultra tape was cutting through the suture anchor when tension was applied on the tape breaking through the footprint screw anchor. The suture anchor remained anchored with no tape in it. The procedure was completed with one hour delay using a twinfix suture anchor. No patient injury or other complications were reported.